Manufacturer narrative:
System analysis/service repair: the reported broken circuit breaker was verified and replaced. The system alignment and power settings were confirmed in application mode at 1, 8 and 15 watts and the system verified to specification.

Event description:
It was reported that when beginning a prostate procedure with the patient under anesthesia, the laser system breaker switch broke. The procedure was cancelled and rescheduled. There was no patient injury reported.

Manufacturer narrative:
Device evaluated by manufacturer updated: system analysis/service repair in the field was performed on april 07, 2016. The replaced circuit breaker was not returned to the manufacturer.